Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple tests on the cobas 6000 c (501) module. Based on the data provided, erroneous results were identified for 2 patient samples tested for ldl-cholesterol gen. 3 (ldlc3). The erroneous results were reported outside of the laboratory. Patient 1 initial ldlc3 result was 4 mg/dl with a data flag. On (B)(6) 2017 the sample was repeated and the result was 102 mg/dl. Patient 2 initial ldlc3 result was 4 mg/dl with a data flag. On (B)(6) 2017 the sample was repeated and the result was 127 mg/dl. The repeat results were believed to be correct and amended reports were issued for both patients. The customer stated that in approximately may of 2017 they had the sample probe replaced on the instrument due to a different issue. The customer has now changed the sample probe again on (B)(6) 2017 due to these erroneous results. No adverse event occurred. The ldlc3 reagent lot number was 17324701 with an expiration date of 06/30/2018. The field service engineer (fse) visited the customer site where a sample probe issue was identified. The fse cleaned the sample probe and ran a check test. All results were within the acceptable range. The instrument is functioning according to specification.

Manufacturer narrative:
During a review of the alarm trace from 06/21/2017 multiple sample short and abnormal probe sucking alarms were observed along with sample up/down alarms. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received. Correction/removal number was updated.